Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The mtm was analyzed and reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests were performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system was experiencing repeated 23025 errors. Intuitive technical support engineer was contacted for troubleshooting. The customer powered down the system and removed the surgeon side console (ssc) that was causing the issue. The procedure was completed with no reported injury.